Manufacturer narrative:
No pt present at time of incident. The computer was returned for eval. The reported issue was not able to be duplicated by medtronic personnel. The computer was found to be running an older version gemstone os, which indirectly caused the reported event. The computer was replaced and the issue was resolved.

Event description:
A medtronic rep reported that the system has been slow and freezing in several aspects of the software. Troubleshooting determined that a new computer would be necessary to fix the problem. There was no pt present.